Event description:
It was reported by the patient she was told her lead was not working. Communication with the patient¿s nurse revealed there were no malfunction allegations, but the atrial lead had some "pull back." No patient complications have been reported as a result of this event and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead 2007 (B)(6); 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.